Manufacturer narrative:
B3: date of event: used may 01, 2024, as the exact death date was unknown. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the patient died. In (B)(6) 2023, the subject presented with stable angina and was referred for cardiac catheterization. The first target lesion was located in the distal left anterior descending artery (lad) with 90% stenosis and was 21 mm long, with a reference vessel diameter of 2.25 mm. The first target lesion was treated with pre-dilatation and followed by the placement of a 2.25 mm x 24 synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The second target lesion was located in the first diagonal with 90% stenosis and was 21 mm long, with a reference vessel diameter of 2.25 mm. The second target lesion was treated with pre-dilatation and followed by the placement of a 2.25 mm x 24 synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Nine days later, staged procedure was performed. The first target lesion was located in the right posterior descending artery (r-pda) with 90% stenosis and was 13 mm long, with a reference vessel diameter of 2.25 mm. The first target lesion was treated with pre-dilatation and followed by the placement of a 2.25 mm x 16 synergy stent system. The residual stenosis was noted to be 0%. Post-dilatation was not performed. The second target lesion was located in the distal right coronary artery (rca) with 80% stenosis and was 21 mm long, with a reference vessel diameter of 3.5 mm. The second target lesion was treated with pre-dilatation and followed by the placement of a 3.50 mm x 24 synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject died. At the time of event, the subject was on aspirin and clopidogrel. No action was taken to treat the event. It is unknown if autopsy was performed or not.